Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 10 events were reported for this quarter. Product return status: - 9 devices were received for evaluation, - 1 device was available for evaluation but has not yet been received. Evaluation status: 9 events were confirmed during testing, - 8 devices were found to be affected by a worn trigger, - 1 device was found to be affected by trigger corrosion. Product disposition: 9 devices were repaired and returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 10 malfunction events in which the device had a sticky trigger or stuck safety switch, which can indicate a condition of potential run-on or unintended activation; 10 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 10 total events were initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 device was not available for evaluation.    Additional information 10 devices were not labeled for single-use. 10 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device had a sticky trigger or stuck safety switch, which can indicate a condition of potential run-on or unintended activation. 10 events had no patient involvement; no patient impact.